Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon; (B)(6) hospital (B)(6) 2018. Primary total knee replacement was carried out by the surgeon on the (B)(6) 2017. Sometime in (B)(6) 2018 the patient had a fall. The patient has subsequently complained of tibial pain. To eliminate all possibilities, surgeon had a biopsy taken and a knee arthroscopy carried out. No infection was cultivated. It was determined that the tibial component was loose and revision surgery was performed to remove and replace the tibial base as well as the tibial insert. It was noted during the revision surgery that the tibial base was loose and could be removed without instrumentation. Female patient initials (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.